Manufacturer narrative:
The lead was returned and is currently in analysis. When testing is complete, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged into the outflow tract.. High thresholds were also noted. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. A visual observation confirmed dried blood and body fluid had infiltrated the lead lumen. Cuts in the lead's insulation were observed where the suture sleeve tie down was removed. Bunching of insulation was noted where the polyurethane and silicone transition. The lead passed resistance and hipot testing. Measurements throughout these test were within normal limits verifying the lead's electrical performance and inner insulation integrity. The lead did not pass the guidewire insertion test due to dried body fluid in the lead tip. Laboratory analysis was unable to confirm the allegation of lead dislodgement and increased thresholds. Electrically, this lead was in specification.